Manufacturer narrative:
(B)(4). Batch # 473a41. Additional information: this is an analysis of two photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: upon visual inspection of the photos provided the anvil was observed with the slot. Based on the photos the event described is confirmed, however, no conclusion or root cause could be determined. Investigation summary: the device along a photo with was returned for evaluation. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pse45a device was returned with the anvil bent upwards and with no reload present. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due to the condition. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformance's were identified.

Event description:
It was reported that during the surgery, after the 3th fired, noted the device was damaged as the photo shows. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.